Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 07/11/2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving morphine (35mg/ml at 9.4mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the hcp was in the middle of a normal elective replacement indicator (eri) replacement,and the hcp was unable to aspirate from the catheter access port (cap). The patient had not complained of any therapy issues and was positioned supine. The hcp revised the proximal tip and was attempting to aspirate again. They were able to get about 1cc back after repositioning the patient and planned to do a full system prime. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the cause of the inability to aspirate the catheter was unknown. It was reported that the catheter would not be returned for analysis. No further complications have been reported.